Manufacturer narrative:
The device was received with missing retainer and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. The device was received with cracked keypad overlay at select button. The device was received with minor scratched display window, scratched case and keypad overlay texture damaged.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir compartment's retention ring was falling off. The customer's blood glucose level was 111 mg/dl. No further information was given. The device will be returned for analysis.